Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl, bupivacaine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was sedated and experiencing urinary retention. It was noted that the patient had their oral medication reduced but 2-3 weeks they had an injection in their back for chronic pain and 2 days later the patient began having headaches. No further complications have been reported as a result of this event.